Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal lock of an expert tibial nail (etn), the 34mm 5.0 locking screw was inserted. The length was checked under an image intensifier and it was too long. The surgeon decided to remove it. After the screw was removed, it was reported that the screw thread was coming off of the screw. The surgeon believed that no screw thread was left in patient, as nothing was shown in image intensifier. Another screw was available and implanted into the patient successfully. No patient impact or delay of surgery was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The microscopic investigation shows that the screw came in contact with another metallic part. The thread is worn and damaged at the run in. The locking screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Placeholder.